Event description:
It was reported by a customer in (B)(6) that, during patient use, the e360 ventilator generated a ¿sensor error¿ alert message, and the flow sensor became non-functional. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer reported to have replaced four flow sensors within 30 days, and it has not resolved the issue. After replacing the forth flow sensor, the cable with the exhalation flow sensor board was also replaced, and the unit worked normally. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. The device has been returned to patient use.(B)(4).